Event description:
Physician twisted and torqued guidewire against MFR's recommendations attempting to cross a totally occluding lesion which led to the tip of the wire fracturing and being left in pt's lesion. Is the product compounded: no. Is the product over-the-counter: no.